Event description:
Allegedly, patient was revised due to infection. Component not revised: evolution mp fem cs/cr non-por primary sz 6 right product ID: efsrn6pr lot #: 1634509. Evolution mp tibial keeled nonpor size 6 standard right product ID: etpkn6sr lot #: 1621814. Revision njr number: 2928216. Side: r. Primary asa: p2 - mild disease not incapacitating.